Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low sodium results. Customer stated that the results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer stated that after the issue was noticed, the system was recalibrated and the samples were rerun, the results of which were reported. The field service engineer (fse) inspected the instrument and replaced the carbon bridge. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The instrument issue was resolved after the field service engineer replaced the instrument's carbon bridge. Customer has not called back to report any further issues. (B)(4).